Event description:
The curved tip of the drill bit broke off and was embedded fully within the glenoid. It was not in the joint space, and was hidden below the articular surface, so the physician left it in to prevent further damage that could occur if attempted removal.